Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported two bd alaris¿ pump module administration sets had defective tubing. The following information was provided by the initial reporter: "smartsite middle piece is sticking down when the syringe is removed. This is the second time this has happened."

Event description:
It was reported two bd alaris¿ pump module administration sets had defective tubing. The following information was provided by the initial reporter: "smartsite middle piece is sticking down when the syringe is removed. This is the second time this has happened."

Manufacturer narrative:
H6: investigation summary: a complaint of the middle component of the smartsite getting stuck was received from the customer. A sample of material 2000e attached to a non-bd product was received for investigation. Through visual inspection, the customer complaint of the blue middle piece of the smartsite staying down inside the white piece was confirmed using the non-bd syringe. The sample was then attached to a bd syringe and this failure was not replicated. When used with the bd syringe no issues or defects were observed, and the middle part did not stick down. A device history record review could not be performed on model 2000e because an invalid lot number was provided by the customer. The root cause was determined to be the attached syringe set not engaging properly with the smartsite valve. The manufacturing plant has been notified of this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.